Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.4. Date: (B)(6) 2011, inratio: 1.1, lab: 2.8. Pt has been using the meter since (B)(6) 2010. She doesn't know her therapeutic range.

Manufacturer narrative:
Investigation pending.